Event description:
It was reported that during reprocessing, the endoscope sheath distal end of the ceramic (tip) was damaged. There was no patient involvement.

Manufacturer narrative:
E1 - completed initial reporter establishment name:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.